Event description:
The incorrect ultima unipolarsleeve adapter was used. The sleeve adapter inner taper was 11/13 asnd the stem taper was 10/12. Sales rep believes that the labels are unclear which may have led to this event. Products remain implanted.